Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a transmission showing ventricular oversensing during a merlin.net transmission of non-sustained rv oversensing episodes. No patient symptoms were reported. There was a rhythmic pattern similar to myopotential. Pocket manipulation shows some low level noise but so does sitting at rest. Programming changes were made. The patient was reassured.